Event description:
The technician alleged that there is no hilow function from the side rail. The tech alleged there was fluid on the inside of the side rail. No patient impact.

Manufacturer narrative:
The tech replaced the side rail cable to resolve the issue.